Manufacturer narrative:
(B)(4). Concomitant medical products: patient medications - amlodipine, aspirin, naproxen, simvastatin, tamsulosin, triamcinolone. (B)(6). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The cause of the migration is reportedly unknown.

Event description:
The following information was reported to gore through the global registry for endovascular aortic treatment ((B)(4)): on (B)(6) 2015, the patient underwent treatment of an 87.8 mm abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported the right internal iliac artery was covered and/or embolized during the procedure. On (B)(6) 2016, the patient was admitted to the emergency department, and imaging showed ~ 15 mm distal migration of the trunk-ipsilateral leg component with enlargement and rupture of the aneurysm. The aneurysm reportedly measured 76 x 66 mm, and there was no reported evidence of a proximal type I endoleak. The cause of the migration is reportedly unknown. It was reported the patient declined further medical or surgical treatment for the rupture and migration and was reportedly sent to inpatient hospice care for palliative care. The current status of the patient is reportedly unknown. No further adverse events were reported.

Manufacturer narrative:
Added outcome attributed to adverse event, added date of death. Added event description information. Corrected report type. The conclusion code remains unchanged.

Event description:
It was reported that after the patient declined further medical or surgical treatment for the rupture and migration and was sent to inpatient hospice care, the patient expired on (B)(6) 2016. The hospital site reported multiple attempts were made to obtain additional information regarding the patient¿s death; however, no additional information was provided. It is reportedly unknown if an autopsy was performed. No further information is reportedly available.